Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, two infrarenals, two suprarenals, and a limb extension. Upon follow up, computed tomography showed separation of left iliac limb and main body causing a type 3a endoleak. Physician implanted a suprarenal and an infrarenal to correct the leak. Left external iliac was plugged at that time. The patient is in stable condition.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was confirmed although the devices remain implanted in the patient. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event: misuse of the device with bilateral iliac artery diameters of 3.6 cm; and 90 degrees posterior angulation of both iliac arteries. Additional device: model: a25-25/c75 v infrarenal aortic extension, lot: 1164324-017, rel. Date: 07/29/2014, exp date 04/28/2015, (B)(4).